Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that a patient had second stage revision surgery due to periprosthetic joint infection and abscessation approximately 6 months after implantation. In first stage the patient had revision hip prosthesis for removal and spacer insertion, approximately 1 month later the patient had the second stage for new devices implantation. Due diligence has been completed for this complaint; to date all available additional information has been received

Manufacturer narrative:
(B)(4). D6a: device was implanted on an unknown date in (B)(6) 2024. D10: unknown allofit-it cup 54 unknown item and lot#. Unknown pe liner unknown item and lot#. Unknown biolox 36 -0 head biolox 36 -0 unknown item and lot#. G2: foreign: belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.